Event description:
The needle was placed for a breast localization procedure. After placement, the pt was sent to surgery for the surgical cutdown. During the excision, the surgeon reported the hookwire fractured. The fractured segment was subsequently retrieved.